Event description:
A third-party vendor reported on behalf of a healthcare facility in ohio that the bc190 flexitrunk infant nasal tubing was found to be broken during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc190 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only**. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal tub. Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to (B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the bc190 flexitrunk infant nasal tubing revealed that the film of the tubing was torn near the circuit connector end of the upper tube. No other damage was noted. Conclusion: our investigation was unable to determine the cause of the observed damage to the bc190 flexitrunk infant nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A third-party vendor reported on behalf of a healthcare facility in ohio that the bc190 flexitrunk infant nasal tubing was found to be broken during use. There was no patient consequence.

Event description:
A third-party vendor reported on behalf of a healthcare facility in ohio that the bc190 flexitrunk infant nasal tubing was found to be broken during use. There was no patient consequence.

Manufacturer narrative:
Ps437703. Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the bc190 flexitrunk infant nasal tubing revealed that the film of the tubing was torn near the circuit connector end of the upper tube. No other damage was noted. Conclusion: our investigation was unable to determine the cause of the observed damage to the bc190 flexitrunk infant nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."